Event description:
As reported, during receiving/stocking of the ncircle tipless stone extractor, a hair was found inside the sterile package. No patient contact was made.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, during receiving/stocking of the ncircle tipless stone extractor, a hair was found inside the sterile package. No patient contact was made. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. Due diligence was carried out to retrieve the complaint device; however, the device was not returned. Therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. In response to this incident, the DHR for the reported lot was reviewed and no related nonconformances were identified. A database search found no other complaints have been reported for the complaint device lot. A review of the device specification was performed, including quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The evidence from the complaint file, DHR, and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The IFU supplied with the device was reviewed and includes the following: caution: sterile if the package is unopened or undamaged. Do not used if package is broken. Do not use the product if there is doubt as to whether the product is sterile. Based on the information provided, no returned device, and the results of the investigation, cook has concluded a cause for the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.